Event description:
It was reported that the lead had high pacing impedance (greater than 2000 ohms), due to possible fracture. The pace/sense portion of the model 6944 lead was replaced with model 4076. The high voltage portion of model 6944 remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Performance data was collected from the device and analyzed. High ventricular impedance was observed, which is consistent with the reported event. Weekly ventricular impedance readings were noted to have increased to 3000 to 4000 ohms.